Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system was used on the patient in (B)(6) for surgery, but a half month later, the patient complained of pain in the puncture site. After receiving a b-mode ultrasound, a foreign object was found in the body similar to the catheter, and surgery was scheduled for (B)(6) 2021. Since, the patient has recovered with vascular drug treatment. The following information was provided by the initial reporter, translated from (B)(6) to english: "the indwelling needle was removed on (B)(6), and half a month later, the patient felt uncomfortable in the puncture range of the indwelling needle and went to the hospital for b-mode ultrasound examination. After examination, it was found that there was an unidentified object in the body. The diameter is similar to intima ii, and the doctor initially judged that the catheter was broken to stay in the body. The foreign matter will be surgically removed on (B)(6) 2021. And then determine whether the foreign matter is bd intima ii's catheter." "It was confirmed with the hospital again that the event is not considered an adverse event. Because the patient received an indwelling needle for surgery in (B)(6), it was suspected that the tube was broken during the review on (B)(6), and it took a long time to provide the corresponding item number, batch number and other information. At present, the patient has improved after treatment with vascular drugs, and the possibility of the indwelling needle broken tube has been ruled out, and the hospital is not reported as an adverse event".